Manufacturer narrative:
Evaluation of the returned ruby coil revealed a kink near the distal tip of its introducer sheath. If the introducer sheath is forcefully mishandled during use, damage such as this may occur. This damage may have contributed to the reported ruby coil unable to advance past the hub of the lantern during the procedure. During functional testing, the ruby coil was unable to advance through the kink on its introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality conce h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the collateral veins using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a ruby coil past the hub of the lantern. Therefore, it was removed. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.